Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. Work order search: a lens work order search was performed. One similar complaint was found. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -4.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a different model, length and diopter lens due to refractive surprise. This exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspections found the lens to be within specifications. Claim#: (B)(4).